Event description:
Information received notes that atrial and ventricular lead impedances were <200 ohms in both configurations. The patient was in atrial fibrillation. Various program changes resulted in erroneous measured data. A software download was successful. After programming to nominal ddd pacing parameters, subsequent measured data calibration attempts failed.